Event description:
Consumer states the joystick on her daughters chair will just stop working while she is driving the chair. No additional information provided. Update: per end user's mother the dealer said the chair has a left motor fault error code.